Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 27 mg/dl. The cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated via intravenous dextrose. Reportedly, the customer was released 2 days later with the issue resolved; however customer reportedly sustained memory loss and severe tremors.